Event description:
During coil embolization within the middle cerebral artery (mca) size 2mm x 3mm, resistance was felt during advancing the coil into the microcatheter (mc) and the coil stretched. The coil and mc were removed as a unit from the patient's vessel. Continuous flush was maintained within the mc. The mc was pre shaped using mandrel tool. Prior to the event the coil was not out of the mc. The procedure was completed. There was no report of patient injury or complication.